Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency department following a syncopal episode. Upon interrogation, the right ventricular (rv) lead exhibited high thresholds. The lead was attempted to be repositioned but the lead could not be advanced adequately due to tightness at the lead entry site. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt lightheaded and dizzy. It was noted that the right ventricular (rv) lead also exhibited no capture.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.